Manufacturer narrative:
Retainer ring = black. On 12/07/2021 the customer reported a crack, unit not turning on, and a button error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, scratched case. Unit passed active current measurement test; it failed rewind, sleep current measurement, and self tests. No unexpected blank displays were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The unit returned a pump error 38 during motor rewind, and it returned a pump error 63 (variableinfo = 3) during self test. Unable to perform the displacement test due to the recurring pump error 38. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool confirms pump error 63 (variableinfo = 3) @ 04/04/2022 07:25:38.000. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; home motor switch. A visual inspection of u1 located on the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of a crack was confirmed whereas the unit not turning on and a button error was not confirmed. The pump error 38 is due to a corroded home motor switch, and the pump error 63 (variableinfo = 3) is due to a broken trace at pin 6 of u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not coming on and had button error. Insulin pump had crack near the belt clip slot. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.